Event description:
Resident was found in their apartment by a staff member sitting on the floor with their back against the bed and their head and neck leaning on the lower rung of the siderail of the bed. Resident was unresponsive and motionless. 911 was immediately concacted. The available staff nurse was notified. Resident's family was notified.